Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The customer reported that they were concerned with their alignment, their front left tooth hits their bottom teeth preventing their mouth from closing comfortably. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.